Event description:
It was reported that it appeared the three-way stopcock and the rotator on the stopcock was not properly connected during preparation of the indeflator which led to air coming into the indeflator. It took time to aspirate/remove the air from inside the body of the indeflator. The indeflator was used for the procedure with air still entering the body of the indeflator; however, no adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The connection issue and leak were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.